Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump and the battery remained at 50% despite being connected to a power source. The battery gauge later displayed 100%. There was no reported impact to the customer's blood glucose level. The pump was confirmed to be charging at the time of the report.